Event description:
It was reported that the patient was intermittently symptomatic. The right ventricular lead exhibited high capture threshold. The lead was capped on (B)(6) 2017 but the defibrillation portion of the lead remained active. A new lead from a competitor was successfully implanted. Patient was stable before, during and after the procedure.